Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high" on cgm, a specific value was not provided with moderate ketones. Elevated blood glucose was addressed with a manual dose injection. Reportedly, the customer was re-using insulin from their cartridge. The customer changed reverted to manual dose injection for insulin therapy.

Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.